Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 49 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 at 1:36:43 pm. Cgm alert 1 (cgm low alert) was enunciated. User made bolus requests without entering current bg. User made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 34 mg/dl; cause was unknown. A snack was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.